Event description:
It was reported that during the implant procedure, attempts to interrogate the implantable cardiac monitor resulted in error messages. The device was no longer used and a new device was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.